Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker had a high out of range pacing impedance measurement, which switched the lead to the unipolar configuration. The pacing impedance went from about 500 ohms to greater than 2500 ohms. The patient was experiencing stimulation and noise oversensing was seen, in the unipolar configuration. The pacing was changed to unipolar and sensing back to bipolar. The device remains in service and the patient was to be monitored. No adverse patient effects were reported. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker had a high out of range pacing impedance measurement, which switched the lead to the unipolar configuration. The pacing impedance went from about 500 ohms to greater than 2500 ohms. The patient was experiencing stimulation and noise oversensing was seen, in the unipolar configuration. The pacing was changed to unipolar and sensing back to bipolar. The device remains in service and the patient was to be monitored. No adverse patient effects were reported. If additional information is received, this report will be updated.